Manufacturer narrative:
The autopulse platform (sn (B)(6) ) associated with this complaint will not be returned for evaluation. However, the customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) and fault code 16 (timeout moving to take-up position) error messages using the instructions provided by a zoll representative. Therefore, zoll was not required to perform device evaluation and service. Note that the user advisory error messages are clearable by the user. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse hangtag- advisory codes description and action, fault code 16 is an indication that there is an obstruction between the lifeband and the patient or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart.

Event description:
During the shift check, the autopulse platform (sn (B)(6) ) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the ua by reinstalling the lifeband and the battery but could not clear the ua. After the instructions were provided to the customer, the ua 45 error was cleared; however, the device displayed a fault code 16 (timeout moving to take-up position). The customer conducted additional troubleshooting and successfully reset the platform, resolving the fault code 16 message. The device was confirmed to be functional and will not be returned to zoll for evaluation. No patient involvement.